Manufacturer narrative:
(B)(4). Incomplete firing. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. If the firing sequence is not complete, the staples deploy without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The event described was not confirmed as the retaining pin functioned as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon found the retaining pin was not coming back together when he pulled back the retaining pin actuator. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.